Manufacturer narrative:
Unit alarmed unexpected restart after battery change causing the insulin pump to reset the memory due to faulty connector on interface board. No external error alarm noted during testing. Unit functioned properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test and all operating current measurement were normal. No unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that every time she changed the battery it alarmed unexpected restart and she had to reset the time and date. Customer's blood glucose level was 149 mg/dl. In the alarm history an external error and unexpected restart alarms were found. The insulin pump was not stored or not in use for an extended period of time. The customer was advised that the device would be replaced and agreed to return the product for analysis.